Manufacturer narrative:
The axium prime coil was returned for evaluation. The axium prime pushwire was found to be separated into two segments. The proximal segment of the axium prime pushwire was found to be bent at a section near the proximal end within the introducer sheath. The axium prime pushwire was found to be broken at approximately 146.6cm from the proximal end within the ¿wave-lock¿ portion of the introducer sheath. During evaluation, the pushwire segment was removed from the introducer sheath. A broken release wire was found to be extending out from the broken distal end of the axium prime pushwire segment for the length of approximately 2.0mm. The distal segment of the pushwire was found to be broken on its proximal end with a broken release wire extending out from the broken proximal end for the length of approximately 1.0mm. The pushwire was found to be bent at approximately 14.0cm from the proximal end. Under the microscope, the coin was found to be located against the lumen stop, the shield coil was found to be present, and a stretched and damaged implant coil was found to be still attached to the distal end of the pushwire segment. The axium prime coil could not be used for testing with an in-house microcatheter due to its damaged condition. Investigation of this event is still in progress; a follow-up MDR will be submitted when evaluation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of axium coil resistance in catheter. During preparation, the coil was pushed from the introducer sheath with no irregularity noted. There was also no difficulty retracting the coil vertically back inside the introducer sheath after hydration. The introducer sheath was firmly seated at the microcatheter hub. The physician attempted to insert the axium coil into the microcatheter, but resistance was met. Coil was stuck at the microcatheter hub. The axium coil was pulled back into the introducer sheath. The reported device never entered the patient. During inspection of the device after the retraction, the coil and its pushwire were observed to have stretched.

Manufacturer narrative:
Based on the axium prime coil analysis, the report of axium pusher break was confirmed. Possible contributing factors to the reported issues include an improper hubbing technique (over-tightening of the rhv (rotating haemostatic valve). It is possible that the pushwire became bent and broken when the customer attempted to pull the axium prime coil out from the microcatheter hub against the reported resistance. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): directions for use: ¿insert the distal end of the introducer sheath through the rotating hemostatic valve (rhv) and into the hub of the microcatheter until the sheath is firmly seated. Tighten the rhv around the introducer sheath to prevent back flow of blood, but not so tight as to damage the coil during its introduction into the catheter.¿ warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could p ossibly break. Gently remove and discard both the catheter and coil." Also, ¿damaged implant delivery pusher and/or coils may affect coil delivery to, and stability inside, the vessel or aneurysm, possibly resulting in coil migration or stretching.¿ precaution: ¿do not advance the coil with force if the coil becomes lodged within or outside the microcatheter. Determine the cause of resistance and remove the system when necessary.¿ if information is provided in the future, a supplemental report will be issued.